Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the jaws became stuck on the vessel. The surgeon had difficulty removing and reversing the blade mechanism to remove the device. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Event description:
The user observed an "arterial srs failure". No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
(B)(4). Premature sled movement the ec60a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned and test cartridge reloads were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife mechanism was reversed as intended and the device opened and closed without difficulties noted during the functional test. A batch record review was performed and no anomalies were found during the manufacturing process.